Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 23 mg/dl at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had been working and hadn't had time to eat. The customer stated that a doctor had made changes to her settings and she started having more lows. The customer went to see another doctor and she has only had 2 episodes since then. The insulin pump will not be returned for analysis.